Manufacturer narrative:
The reported device has been returned to conmed; however, the investigation of the device has not been completed. A supplemental and final report will be filed following the completion of the device and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the cv4000, crystalview pro irrigation console, was being used on approximately (B)(6) 2026 and "at the end of a shoulder surgery, it was hard to remove the breathing tube on a patient. Hospital staff wants to verify that the pump calibration is correct. They are guessing a maybe an overpressure can be the cause of the issue, that caused the patient to be moved to critical care unit.¿ per further assessment it was reported that there were "no alerts during the surgery. Nobody noticed a strange behavior during the surgery. At the end of the shoulder surgery, they noticed the shoulder was more swollen than usual, and it was difficult to remove the breathing tube from the patient, who was transferred to intensive care to monitor the swelling in the shoulder." There was no extended stay at the hospital required for the patient. There was no medical/surgical intervention required for the patient "just monitoring at the critical care unit". The patient's current status was reported as "recovered". This report is being raised due to the reported injury related to a device being used during a procedure without any report of a malfunction, where the patient experienced swelling in the shoulder.